Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 5410ivc, serial number/date code and age of product are unknown. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that when the foot section of the 5410ivc homecare bed is lowered, from the full up position, the junction box allegedly began to smoke. When the consumer lets go of the down button the foot section allegedly returned to the upright position without the consumer activating the control. No injury alleged.

Event description:
Dealer called stating that the junction box allegedly began to smoke when consumer attempted to lower the bed. No injury.